Event description:
Tip of the cap broke off after the purge of the syringe. This has caused a datex issue where a user has been covered in blood.

Manufacturer narrative:
Reportable as it is causing blood exposure to the clinician. Summary: tm-499 contains the inspection requirements for weld strength and leaks. Complaint history investigation identifies this as the only complaint for more than 1.5million devices sold with vented luer tip caps in 2022. Carb review after 5/8/2023. Ra: RMA-20036a identifies risk ID# r21 with foreseeable hazard "blood passes through vent filter after contact with cmc material" and cause "blood exposure to clinician" with associated severity of 8.

Manufacturer narrative:
Reportable as it is causing blood exposure to the clinician.

Event description:
Tip of the cap broke off after the purge of the syringe. This has caused a datex issue where a user has been covered in blood.